Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br, the device experienced poor barrier separation of sample. This event occurred four times. The following information was provided by the initial reporter. The customer stated: customer performed the sample collection as usual, but at the centrifugation step it didn't perform the gel separation. It happens with only a single patient, and the patient reports it has happened before with other labs (it's unknown if previous event even regards to bd product, it was not reported by customer as a complaint. Two sample drawn were made, but the issue is recurrent.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visually and no issues were observed relating to poor barrier as all samples met specifications. 195 retain samples were evaluated for visual defects and no defects were found. The customer has indicated that the reported condition with barrier separation is due to the patient's clinical status and not a product issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unable to be confirmed for the indicated failure mode poor barrier. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br, the device experienced poor barrier separation of sample. This event occurred four times. The following information was provided by the initial reporter. The customer stated: customer performed the sample collection as usual, but at the centrifugation step it didn't perform the gel separation. It happens with only a single patient, and the patient reports it has happened before with other labs (it's unknown if previous event even regards to bd product, it was not reported by customer as a complaint. Two sample drawn were made, but the issue is recurrent.